Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for 2 patient¿s samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that they observed on (B)(6) 2021 that run # (B)(6) generated a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). A recollected sample from the patient was analyzed on a different platform the cepheid genexpert that generated a sars-cov-2 negative result. On (B)(6) 2021 he patient¿s same sample was repeat tested on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative result. On (B)(6) 2021 the customer observed that run # (B)(6) generated a sars-cov-2 positive result for a 2nd patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). A recollected sample from the patient was repeat tested analyzed on a different platform the cepheid genexpert that generated a sars-cov-2 negative result. No harm or injury was indicated. Patient sample was collected using nasopharyngeal in deltaswab, virus 3 ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The positive results were not reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. Possible causal factors may be sample processing related. (B)(4).